Event description:
A report was received that the pt was experiencing severe pain and a burning/tearing sensation at his pocket site. The pt's ipg pocket was repositioned to make the pocket site more comfortable for the pt. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.